Event description:
It was reported that during an unspecified surgical procedure, it was observed that the expressew iii needle device needle broke inside. It was also evident that the ratchet handle quick did not work the rache. The procedure was completed successfully. There was an approximately a fifteen minute delay in the surgical procedure cause the needle had to be removed. During in-house engineering evaluation, it was determined that the device was fractured and was deformed/bent. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found the tip of the needle broken. The broken fragment was not visible. The needle shat was deformed at the proximal end and the needle flag was missing. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the expressew iii needle pk5 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device; it is possible that there was use of pliers to try and disassemble the needle. As per IFU, inspect the device prior to use to ensure proper mechanical function. Cleaning and maintenance instructions are provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.